Event description:
Analysis of the returned device found that the coil was detached from the pusher wire. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted the coil was visibly tangled and was not attached to the pusher wire. The pusher wire was kinked near the proximal end. Microscopic examination pusher wire found that the polyethylene tetraphthalate (pet) junction was intact and attached to the inner coil of the pusher wire. The pet junction was extensively stretched which is indicative that force was applied that resulted in the main coil being pulled out of the fused pet. The main coil was extensively kinked, stretched and tangled. The proximal end of the coil was severely stretched. No other anomalies were noted. The device was used with a non-boston scientific microcatheter that has an inner diameter smaller than the microcatheter recommended in the directions for use (dfu). The diameter of the coil zap tip was within specification but this specification is larger than the inner diameter of the microcatheter used in the procedure, therefore the size of the microcatheter was not compatible with the coil. Based on the investigation finding it was concluded that user error contributed to the reported event as the microcatheter used in the procedure was not of a compatible size for the device as noted in the dfu; "only gdc-18 coils should be delivered through target's "-18" 2-tip infusion catheter. Only gdc-10 coils should be delivered through target's "-10" infusion catheters. If advanced through a target's "-18" catheter, the gdc-10 coil could fold back upon itself resulting in jamming, stretching or breaking."